Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to lead fracture. The physician believed that this had occurred years ago and that the lead was initially turned off. The lead was then replaced. No additional adverse patient effects were reported.